Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 6/21/2012,meter- 6/15/2012.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately erratic. The patient reported blood glucose results of "159 and 123 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
The meter and test strips have been returned to lifescan on (B)(6) 2012 for evaluation. The evaluations of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluations of the products are completed, a supplemental report will be filed.